Event description:
Healthcare provider reported a left side exchange of textured devices due to patient's concern with product. Additionally healthcare provider reported rupture discovered via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported a left side exchange of textured devices due to patient's concern with product. Additionally, healthcare professional reported rupture discovered via MRI. Healthcare professional later reported "during explant surgery, the device was not ruptured." The device has been explanted and replaced.